Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during a colonoscopy procedure for a bleed performed on december 26, 2023. During the procedure, the clip would not be released from the internal catheter after completing all deployment steps. The procedure was completed with another resolution 360 ultra clip device. There were no patient complications have been reported as a result of this event.

Manufacturer narrative:
H6: imdrf device code a15 captures the reportable event that the clip would not release from the catheter.